Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges the heater not warming up. A device was returned to a third-party service center. During the evaluation of the device, the humidifier does not heat because the heater plate is burned. Device was scrapped. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."